Event description:
The facility's biomed technician reported an infusion pump with failure code 715 on channel a. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.